Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 06420, was returned and analyzed. Visual inspection of the balloon catheter showed blood inside the balloons. Verification of the smart chip indicated the catheter was used for 4 injections. The catheter failed the performance test due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ the dissection test showed guide wired lumen kinks and twists at 3.04 inches and 0.84 inches from the tip of the catheter. Pressure tests showed a breach inside the balloon at the kink 3.04 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.